Event description:
Allegedly, the patient felt a burst in his hip and fell. Broken neck.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.